Event description:
On (B)(6) 2014, the customer reported that this right ventricular (rv) lead exhibited oversensing. No pacing inhibition was noted. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported. The return of the product is not expected. The lead was actively implanted for approximately 16 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The lead was replaced and no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.